Event description:
It was reported that they attended to change the water in the arctic sun devices and the device with serial number dyduy522 was emptied but would not register this, the water level stayed the same and the device still showed as full on the water level. Representative stated that the vpn was not working on 09dec2022, friday. Per review of wo on 15dec2022, there was no patient involvement and date of event occurred was 08dec2022.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The device was evaluated upon receipt, and the issue could not be reproduced. The device passed all applicable testing. It was unknown whether the device was influenced by the reported failure, however the device met specifications. The device was not in use on a patient. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that they attended to change the water in the arctic sun devices and the device with serial number (B)(6) was emptied but would not register this, the water level stayed the same and the device still showed as full on the water level. Representative stated that the vpn was not working on 09dec2022, friday. As per review of wo on 15dec2022, there was no patient involvement and date of event occurred was 08dec2022.